Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: blurry vision. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (unknown). The customer reported experiencing blurry vision; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was performed by the customer and produced e-2 error message twice using true metrix air meter. The test strip lot manufacturer¿s expiration date is 08/20/2026; product storage and open vial date were not provided.